Event description:
It was reported the patient had stimulation in the wrong location and a loss of therapeutic effect. The reporter stated stimulation was not ¿hitting the spots that it was and I actually thought I ripped it out.¿ it was noted the patient¿s health care professional told him to call the manufacturer to have the implantable neurostimulator (ins) reprogrammed. It was further noted the patient had a loss of therapeutic effect. The reporter stated that 2-3 times a week they peed themselves and ¿I don¿t feel myself doing it but I look down and it¿s a baseball size spot on my jeans, but not a total evacuation.¿ it was reported when the patient shut the ins off they felt ¿the residual feeling, that¿s when they noticed it and looked down to see it.¿ it was further noted that this had been getting worse recently and they had been ¿cranking it up to 4 or 5.¿ the reporter stated when the weather was rainy or cold they had to turn stimulation up higher. It was noted the patient had no falls or trauma. It was noted the patient was ¿very skinny¿ and had trouble recharging the ins. The reporter stated they only got 1 or 2 coupling boxes, but could get more if they lay on their back and ¿really pressed it in.¿ it was further noted it took ¿hours and hours¿ to recharge even when the ins was half full. It was later reported the patient was still having concerns with their device, but had sought help. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 8590-9, lot# n304971, implanted: (B)(6) 2012, product type accessory; product ID 8590-9, lot# n304971, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).